Event description:
It was reported that the customer experienced a blood glucose (bg) level of 556mg/dl and a high ketone level identified as dangerous by healthcare professional. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged the pump "malfunctioned" however, this could not be confirmed as the pump was not available for troubleshooting with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.